Event description:
Healthcare professional reported a left side rupture and double capsule, also capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side rupture and double capsule, also capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.9; h.6.

Event description:
Healthcare professional later reported ¿negative cytology for malignant cells¿, ¿breast implants seroma¿, ¿numerous mature lymphocytes, some polymorphonuclear leukocytes." The device has been discarded.

Manufacturer narrative:
Device evaluation- based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification.

Event description:
Explanting physician reported a left side rupture and double capsule diagnosed by ultrasound, also capsular contracture, baker grade IV. Later pathological results were provided which observed ¿breast implants seroma.¿ the device has been explanted and replaced with another manufacturer's device.